Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information has been received confirming that the device has been explanted after recording a code 1003. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation during a routine follow up, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Field representative stated that the device will be scheduled for replacement in the near future. Currently, the device remains in service. No adverse patient effects were reported.